Event description:
Factory analysis of a returned sensor pcb board revealed a component failure that may result in a failure of the 5 volt signal. Failure of the 5v supply as noted may result in the ventilator shutting down and alarming during normal ventilation mode operation.